Event description:
It was observed during the device inspection, that the duodenovideoscope distal end had residual liquid. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material/liquid came out of the distal end, but the type of the material could not be identified. There was no physical damage where the foreign material remained. A definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual ¿tjf-q190v, operation manual chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual ¿tjf-q190v, reprocessing manual chapter 5 reprocess the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.